Event description:
The customer reported that the system collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.